Event description:
Pump involved in a patient over-infusion. Pump set for a rate of 60cc/hr and a volume to be delivered of 968cc. The infusion began at midnight. At 7:27am, a door open alarm was noticed. The volume remaining was 718cc. Patient was not harmed.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.